Manufacturer narrative:
Investigation date: 06/21/2016. An investigation of the kangaroo joey pump was performed for the reported condition of, ¿the unit over-infuses just over 11%.¿ extensive testing was performed and the reported condition could not be confirmed. Product kangaroo joey pump was manufactured in 2015. A review of the device history record indicates this unit was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: 02/25/2016. An investigation is currently underway. Upon completion, a full investigation will be provided.

Event description:
The customer reported an issue to covidien on (B)(6) 2016 regarding an enteral feeding pump. The customer states that the pump over-infused just over 11% during testing. No patient harm.